Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Phrenic nerve stimulation.

Event description:
It was reported that the patient presented complaining of intermittent phrenic nerve stimulation. The left ventricular lead would not capture due to dislodgement. Twiddler's syndrome was suspected. The lead was repositioned successfully.